Manufacturer narrative:
Date rec¿d by MFR : 17may2019. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was isolated to the airflow sensor drift caused unit to pass out of specified range. The component (u1) of the air flow subsystems. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer troubleshot with technical support. The customer replaced the flow sensor assembly to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator was failing the air flow accuracy test. No patient involvement. Event date not specified; estimate used.